Event description:
Customer reported that "during a resuscitation, at 5 minutes of birth, patient's heart rate read 40 and spo2 was 50; at 6 minutes of birth, patient's heart rate read 180 and spo2 was at 92."

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The unit has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the device is returned, a follow up report will be submitted.